Event description:
The patient reported blood glucose levels of 21.6 mmol/l. It was reported that the pink slide did not move forward when the pod was activated, indicating a needle mechanism failure. The pod was not worn. As treatment, the patient administered a bolus injection and applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.